Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 550 mg/dl. The customer stated that she was confused and incoherent prior to the event. The customer stated that she had experienced high blood glucose levels the (B)(6). (B)(6), the customer's insulin pump had been replaced, and was told to discontinue using it and to go on a back up plan. The customer did not have a back up plan, and went to sleep. The next morning, the customer woke up with high blood glucose levels, and her daughter called the paramedics. The customer is now using the replacement insulin pump, and has not had any issues. Nothing further was reported.